Event description:
It was reported that this right atrial (ra) lead exhibited loss of a capture (loc) at the maximum output. The patient does not pace much. No adverse patient effects were reported. The lower rate limit was decreased and the lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).